Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number, expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that a screw fractured in the patient's mouth. Patient showed up with no final abutment and part of the screw still in the implant. Tissue overgrown the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). X-ray or picture was not provided. A device history record (DHR) review could not be performed, as the lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that a screw fractured in the patient's mouth. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes; type of investigation, investigation findings, investigation conclusions. H10: additional narrative.